Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient told the doctor and the manufacturer¿s representative (rep) right after implant that stimulation was ¿too low.¿ stimulation was needed in the low back and groin but stimulation was actually from the ¿butt to my feet.¿ stimulation in the wrong location was reported. The patient stated they had been back for reprogramming by the rep. Multiples times, but didn¿t answer how often and when. It was noted the rep. Reprogrammed it ¿recently for 1.5 hours.¿ the patient did acknowledge that stimulation might be a little in the groin where it was needed but wanted it explanted. An increase in baseline pain and never having therapeutic effect in the low back and groin following implant were also reported. The patient had a doctor¿s appointment on (B)(6) to discuss explant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received the event will be updated. Additional information received reported that the stimulation never covered what it was implanted for. The patient had an appointment with the physician on (B)(6) 2015 and he would be asking the health care professional (hcp) to remove the stimulation system. The patient had the implant for the lower back, but he was only getting stimulation from the butt to the feet. The patient did not have pain in the butt to the feet. The physician told the patient that they could modify the leads by putting in paddles, but the patient did not want to do that. After the appointment, it was determined that the patient did not have a 50% or greater symptom reduction. The cause of the event was not determined. Reprogramming was needed. X-rays were performed to assess the lead placement. The patient experienced a loss of therapeutic effect. It was unknown if the loss of therapeutic effect was sudden or gradual. The patient did not experience a loss of stimulation. It was determined that an explanted would be likely due to the patient¿s lack of benefit at the time of the report. The patient had not recovered and the issue was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4) , product type: programmer, patient. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial#: (B)(4), product type: recharger. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient had chronic pain and they had tried stimulators and ¿all that crap and nothing worked¿. The patient stated that they had pain their whole life and they had shots, nerve burning, pills and two types of stimulators. The patient stated they did a spinal cord stimulator trial and it worked and it seemed like it worked. The patient stated that the bad thing was when they put the stimulator in the healthcare provider (hcp) told them they had a large spinal canal and ¿of course with those ones, there was no paddle,¿ the stimulator did not work as good as the trial. The event occurred since implant (B)(6)2015. No further complications were reported/anticipated.